Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that after several minutes of use during a microwave ablation procedure the water cooling tubing broke in the pump. The site converted to a rita system to complete treatment of the pt. The pt was on the table, and anesthetized during the time the rita system was being set up, which was greater than 30 minutes. There was no pt injury.